Manufacturer narrative:
Based on information received, the thermogard system sn (B)(4) associated with this complaint will not be returned for evaluation. Customer will be upgrading the console to the new unit.

Event description:
It was reported that the thermogard ivtm system alarm was set off and displayed unknown error message during the procedure. The customer tried to power cycle the console to continue the treatment; however, the issue persisted. Another system was used to continue the therapy. No known patient consequences were reported. No other information was provided.